Manufacturer narrative:
The complainant indicates the device remains implanted, therefore the product could not be physically evaluated. Review of the manufacturing and sterilization documentation for the implanted device revealed no deviation from process or non-conformity of product within its labeled shelf-life.

Event description:
A product was implanted past its labeled expiration date on 10/11/2016. After implanting the product, the sales agent realized the product was out of date by 11 days (expired 9/2016). He informed the or staff, but the doctor chose to leave the implant in the patient since the patient was stitched up.